Event description:
Rptr stated that customer reported that unit had underfilled a final container from the dextrose station. This was based on a clinical chemistry laboratory analysis of the dextrose concentration in the container. Analysis results: dextrose=7.08%; programmed concentration=13.0%; error=45.5%. The bag was programmed to weigh 151.04gm, including the weight of the bag. The measured weight was 150gm, an error of 0.7%. The reason the dextrose concentration was measured was because the neonate who was receiving it became hypoglycemic (as low as 40mg/dl). The child was also on an insulin drip. At one point, the child was given a 1.5ml bolus of 50% dextrose. The tpn was replaced by 10% dextrose and the insulin drip stopped for a time, and the pt's serum dextrose level approached normal concentration. Duration of hypoglycemia was approximately 4 hours. No further info is available about the pt. The unit will be sent to product services for eval.